Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure, the teflon pad fell off the device. The pad was able to be removed. No further info is available. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.